Manufacturer narrative:
(B)(4).

Event description:
The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2024. On (B)(6) 2024, it was reported that the patient experienced inaccurate cgm values. According to the report and attachments, the patient experienced hypoglycemia with seizure and vertebral fractures. The dexcom reportedly failed to alert to the extremely low glucose because of inaccuracy. The spouse attempted to treat the patient unsuccessfully and called ems. Of note, the cgm read 73 mg/dl and the bg read 37 mg/dl before the ambulance came. When ems arrived, the egv was 75 mg/dl and the bg was 30 mg/dl. The hypoglycemia was treated with glucose gel and the patient was transported to the hospital. The patient could not recall additional medications received. He was hospitalized until (B)(6) 2024. At the time of the report, the patient was frequently resting due to seizures and compression fractures of vertebrae. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the c zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.